Event description:
It is reported that a customer experienced low blood glucose of 30 mg/dl on (B)(6)2014. The customer was treated for the low blood glucose with IV by paramedics. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they had issues with the sensor and the cannula being bent. The customer was not transferred to the hospital. The customer remember only that they had dinner and passing out prior to the emergency call. The customer's insulin pump works as deigned and was advised to monitor the pump for any future issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.